Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal ligation (evl) procedure performed in the stomach on (B)(6) 2020. According to the complainant, prior to the procedure, the device could not deploy off elastic bands. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2610 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly, irrigation tube, and ligator head were returned with the device. It was also noted that the trip wire was partially rolled in the handle assembly and was secured in the assembly slot when received; however, it was kinked in several locations. A crimp was present on the tripwire. It was possible to observe that the suture was broken with one section attached to the trip wire loop and the other section still attached to the ligator head. Further analysis noted that the evidence of suture broken was likely to remove the device from the scope. This condition is not considered as an issue of the device. Additionally, the ligator head was returned with all bands attached to it and the bands were properly placed. Some of the ligator head teeth were damaged, confirming the reported failure. The suture hole was in good condition and no damages were observed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle and no other issues with the device were noted. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label, as the device was performed in the stomach which is outside indications of use. The speedband superview super 7 multiple band ligator is used for endoscopic ligation of esophageal varices and anorectal hemorrhoids.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic variceal ligation (evl) procedure performed in the stomach on (B)(6), 2020. According to the complainant, prior to the procedure, the device could not deploy off elastic bands. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.